Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for multiple high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also triggered lead noise alert for oversensing and noise episodes. The patient received inappropriate high voltage therapy due to the oversensing. The rv lead was fractured. The right atrial (ra) lead triggered an alert for an atrial lead position check failure. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the shocks were confirmed to be inappropriate due to the fractured lead. The ra and rv leads were reprogrammed and remain in use. The detections were programmed off and the pacing mode was reprogrammed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an issue with the atrial lead position check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 694958 lead implant date: (B)(6) 2007, dtmb1q1 crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for multiple high rate non-sustained episodes and sensing integrity counter (sic) and out of range impedance. The rv lead also triggered lead noise alert for oversensing and noise episodes. The patient received inappropriate high voltage therapy due to the oversensing. The rv lead was fractured. The right atrial (ra) lead triggered an alert for an atrial lead position check failure. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.